Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the first firing, the stapler presented a popping noise and on the second firing, the stapler did not work. Another device was used to complete the case. There was no patient injury.